Event description:
In order to compare a pt's position against their associated treatment plan, the user is able to import dicom rt data (including both surface contours and isocentre info) from their treatment planning system. During this event, the customer reported that, prior to commencing pt treatment, after importing a pt's dicom rt data into the alignrt system, the therapist observed that the imported isocenter position for the treatment was not matching the isocenter position in the treatment plan. The alignrt software prevented the user from completing the setup, therefore the therapist was not able to commence treatment. The dicom reference surface was subsequently re-imported correctly, no further issues were identified and treatment could then be commenced correctly. The issue was identified prior to starting treatment, hence there is no reported pt harm associated with the event.

Manufacturer narrative:
Whilst there is no evidence to date whether the problem reported is as a result of a genuine failing of alignrt or user error, we are nevertheless reporting this potential malfunction to the FDA. Our investigation on this matter is currently in progress and has not yet reached a final conclusion as to the cause.